Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. Following two hours of procedure, the ablation catheter was observed outside of the left atrial geometry near the left atrial appendage. An ultrasound was performed and revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. Once the patient stabilized, the procedure was completed successfully.